Manufacturer narrative:
Received 1 used universal arcticgel pad only. Visual inspection noted no obvious defects. There was adequate sealing between the film and pad. The trim pattern was found to be within specifications and the energy connector did not present with any damages. The manifold connectors had adequate connection. No manufacturing deficiencies were observed on the pad. A functional evaluation was performed: the pad was connected to the arctic sun machine model 2000 for 10 minutes and water immediately began to flow to the pad without any problems. The universal pad gave a flowrate of 6.18 l/min. M2 according to the test method the flow rate was within specifications as it must be above 2.4 l/min m2. The lot number is unknown therefore the device history record could not be reviewed. The complaint was unconfirmed as the problem could not be reproduced. The instructions for use state the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow and were changed to a new set of pads.